Manufacturer narrative:
D9 - date returned to mfg on 11/4/2024. Received one (1) new list# 011-mc330253, 22 cm (8.5") appx 0.45 ml, smallbore pressure infusion (400psig) ext set w/2 microclave¿ clear, y-connector, clamp, rotating luer; lot# 13943661. No visual damages or anomalies were observed. The reported complaint of a leak can be confirmed from the video received. The returned new sample was tested and met product specifications. Without the return of the used sample, a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 22 cm (8.5") appx 0.45 ml, smallbore pressure infusion (400psig) ext set w/2 microclave¿ clear, y-connector, clamp, rotating luer generated a leak during patient use. The reporter stated that the unit used this extension tubing to administer medication valued at approximately (B)(4). Towards the end of the treatment, the patient¿s next of kin observed leakage from the y connector of the extension tubing. The patient¿s blanket was wet and soaked with chemo drugs. Due to the leakage, the next of kin is adamant in requesting for a full waiver of the treatment cost due to this issue. No loose connection at the IV cannula and luer lock end. Please refer to the attached video for reference". The set was noted during infusion for chemotherapy procedure. The event was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no adverse operator consequences, and no medical/surgical intervention required. There was unprotected chemo exposure. The device was changed without further problems encountered. Mating device is not available to be tested. Same lot device sample is available. 1 involved problematic device and is available for investigation. Sample video of the set where the microclavie clear, y-connector attached to the syringe with fluids were fluid was leaking at the microclave clear, y-connector was provided. There was patient involvement, unknown patient harm, no adverse operator consequences and no delay in critical therapy. (B)(6) on (B)(6) 2024

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.